Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they kept receiving no delivery alarms. The customer's blood glucose was 376 mg/dl at the time of call. The customer's blood glucose was 460 mg/dl at the end of call. The customer stated that the reservoir was not filling properly. The reservoir will not be returned for analysis.